Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of erosion and migration were found to be listed in the IFU. A risk review was completed and confirmed that the event of erosion, migration, and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient with this tactra penile prosthesis, experienced incomplete bending of the right cylinder and was unable to use the device effectively. During the surgical procedure, it was identified that a portion of the lateral right corpora was abnormally thin, also the right cylinder moved out of place, causing the tactra cylinder to bend at an abnormal angle. A new tactra device was implanted on the right side only. Additionally, the physician reinforced the thinned segment of the corpora using 3-0 pds suture. The left side retained the original tactra implant. No additional patient complications were reported.

Event description:
It was reported that the patient with this tactra penile prosthesis, experienced incomplete bending of the right cylinder and was unable to use the device effectively. During the surgical procedure, it was identified that a portion of the lateral right corpora was abnormally thin, also the right cylinder moved out of place, causing the tactra cylinder to bend at an abnormal angle. A new tactra device was implanted on the right side only. Additionally, the physician reinforced the thinned segment of the corpora using 3-0 pds suture. The left side retained the original tactra implant. No additional patient complications were reported.